Event description:
Post market surveillance review of literature found report of breakage of an isola pedicle screw: article title: is expansion thoracoplasty a safety procedure for mobility and growth potential of the spine? Spontaneous fusion after multiple chest distractions in young children (yilgor, c.) Publication date jul 2012. N=1: breakage of pedicle screw.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.